Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 3mm x 3.0mm, eccentric, de novo, 85% stenosed target lesion contained >45 and <90 degrees bend was located in the moderately tortuous and moderately calcified right coronary artery. Following pre-dilatation of a 3.0x12 non-bsc balloon catheter, a 3.00 x 32 synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. The device was removed and it was noticed that the tip of the stent itself was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.